Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 10/14/2016 to 9/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Device not returned.

Event description:
The customer reported that the device received error 240.4150. There was no reported patient involvement.